Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of field data, a review of labeling and accuracy testing. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. The review of similar complaints did not identify any adverse trends but non-statistical trends did indicate a product issue related to non-abbott controls out of range and patient results issue. A ticket review was completed for the likely cause lot and increase in complaint activity was identified for likely cause lot for non-abbott control issue and false elevated patient results, this review concluded increased complaint activity for the issue under review. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ipth results on the architect i1000sr analyzer when compared to another method. The following data was provided: sid (B)(6) initial 90.8, repeat 35, 67; sid (B)(6) initial 66.3, repeat 40.2 ; sid (B)(6) initial 93.3, repeats 71.4, 76.6, 62.2 ; there was no impact to patient management reported.